Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the esophagus of a patient during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for treatment of a lesion within the lower esophagus. During the procedure, an ultraflex esophageal stent was successfully implanted within the patient. However, following stent placement, on an unknown date, tissue ingrowth was noted within the stent. An ultraflex esophageal covered stent system was subsequently implanted within the first stent approximately 2 weeks prior to (B)(6) 2013 to purposely create pressure necrosis for successful removal. On (B)(6) 2013, during the planned removal, it was noted that the second stent successfully resolved the ingrowth. The physician was able to remove both stents from the patient. A different stent was then implanted, and the procedure was completed successfully without further issues or complications. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported issue of stent blocked/occluded. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.